Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer explained that they received many alarms. The customer had changed the infusion sets a few times, even infusion sets from separate boxes. The customer explained that some of the infusion sets did have slightly bent cannulas while other infusion sets were fine. The customer confirmed that they had been rotating at the insertion site on the stomach. The customer's insulin pump passed the high pressure test at 2.5 units. The customer was advised that a replacement insulin pump would be sent. The customer had already reverted to a back-up plan. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.